Manufacturer narrative:
Event occurred on an unknown date in 2018. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient was implanted with a cervical vectra plate. On an unknown date in 2018, the patient then began to experience unspecified allergic symptoms. The patient felt it was due to a nickel sensitivity or allergy. This report is for one (1) 4.0mm ti cerv self-retain scr slf-drlg/variable angle 16mm. This is report 2 of 2 for (B)(4).